Event description:
A report was received that the patient will undergo an explant procedure due to unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure due to unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to ineffective therapy. There was no device malfunction suspected.